Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the device needed software upgrade and needed power switch upgraded. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing for a diagnostic procedure, the power button of the visera elite video system center was pushed in and jammed all the way, the video insertion port was jacked up and the latch was broken. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. If additional information becomes available, this report will be supplemented accordingly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported problem occurred due to a power switch failure and a damaged video connector socket. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿[3.1 precautions of installation and connection] never apply excessive force to connectors. This could damage the connectors. [6.3 connection of an endoscope] connect the video connector all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation.¿ olympus will continue to monitor field performance for this device.